Event description:
I rec'd a gray, opened box, marked "mail order only - not for store sale" with two, obviously, opened and marked-up vials of onetouch ultra test strips. The lot number is 2852756, expiration 01/2010. I purchased these from online. I contacted online store and rec'd this reply: I rec'd this reply. The expiration date is noted in the listing. The listing also states that you will receive a mail order box -gray- or retail -blue-. I will attach your receipt as this info is listed there as well. All of our items are new and sealed when they are shipped. If you feel we have made an error or there was damage during shipment, please send the item back and we will look into the matter and refund the order. Our return address is:" the "listing" does not state that a "gray" box may be sent. The "listing" does not state the "expiration date". The item was not new and was not sealed. I did not "feel" they made an error - I know they are re-selling, pre-owned test strips illegally. I contacted lifescan. They instructed they are sending me a mailing package to return the vials to them. They said that online and its sellers are not authorized to distribute or sell these test strips. In addition, I noticed that online store is now selling diabetic test strips printed in english and two foreign languages. I only mention this because someone from the FDA told me there were some problems with test strips being sold. Online store does not care about any of this. They claim they cannot possibly keep track of all the sellers on their site nor can they even police themselves. It's just a big, open world-wide marketplace for illegal medical devices and drugs and other supplies. Diagnosis: diabetes monitoring.